Event description:
It was reported to boston scientific corporation in 2008, the an excelon transbronchial aspiration needle device was used in a carina puncture procedure on the day before. According to the complainant, the device could not puncture the lymph node. The procedure was completed with a second excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received; the evaluation has not been completed. The cause of the reported malfunction is undetermined.